Event description:
The event is reported as: the unit began to smoke. Complaint alleges the yellow wire is set on the machine incorrectly allowing water into the probe connection. It was on a patient at the time, but no patient injury.

Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.